Event description:
Male with acute inferior posterior myocardial infarction (smoker, hyperlipidemia, positive family history) had direct angioplasty and stenting of a 6 mm diameter dominant circumflex artery. A biliary stent was successfully placed without difficulty at the lesion site, but the balloon failed to deploy the stent, with "dogloming" of the stent, and the balloon burst with entrapment of the angioplasty catheter. Emergency CABG was required to remove the stent, and angioplasty balloon; and bypass the occluded artery. Subsequently, the pt had multiple post-surgical complications, including adult respiratory distress syndrome, thrombotic thrombocytopenic purpura, pancreatitis, renal failure, stroke, and gangrene of the extremities.